Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that discordant test results for thirty-one patient samples were obtained from an immulite 2000 xpi system. Siemens reviewed the available log files and found that "water tank almost empty'' and then "sample pipettor could not determine level" errors were present before the discordant test results. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed a decontamination procedure of the system, a decontamination of the transducer and then a water test. Siemens is investigating.

Event description:
Discordant test results for thirty-one patient samples were obtained from an immulite 2000 xpi system. The test methods were cytomegalovirus igm (cmm), (B)(6). The initial test results were reported to the physician(s). The same samples were repeated on a later date and the repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2247117-2022-00006 was filed on 18-mar-2022. Additional information (4-apr-2022): siemens reviewed the available information, including a system log file, and found that the reagent pipettor encoder counts were fluctuating at the time of the event, indicating a potential level sensing problem. A level sense problem may lead to a lack of substrate for the reaction. Potentially there was a mechanical anomaly with the substrate reservoir or substrate pump at the time of the event. The cause of the discordant test results is unknown. The system is performing within specifications. No further evaluation of this system is needed. Section 6 adverse event problem codes were updated.